Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection at the implant site and was subsequently prescribed antibiotics (date, type and duration not reported). Clinical management of the patient is ongoing. The implanted device remains.